Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device is unavailable for return.

Event description:
Caller reported there is some crystallized insulin at the bottom of the cartridge of the infusion device. Caller stated he thinks there may have been a leak a couple of weeks ago, but he cannot say for sure. Caller reported he never saw a leak but he can see what appears to be dried insulin at the bottom of the cartridge chamber of the infusion device. Patient stated he thinks the cartridge leaked because when he removed the cartridge, it was empty but the infusion device was still showing 20 units. Patient no longer has the alleged cartridge. Patient reported he simply changed the cartridge. Patient is unable to return the infusion set. No adverse event reported. No product return requested.